Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge on the pump for insulin therapy. Additionally, it was reported that the pump battery was depleted quickly. Customer's blood glucose ranged from 90-109 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.